Event description:
It was reported to minimed that the customer alleged a ticking sound from the pump during bolus delivery and the sound occurs consistently whenever a bolus was administered and expressed concern regarding proper insulin delivery. The customer also reported possible carelink upload inconsistencies, although the last upload was confirmed and no complete data gaps were identified. The customer reported no adverse event. The event involved product mmt-1884 and mmt-7333. Troubleshooting was performed for pump and indicated that the daily history confirmed bolus delivery was recorded correctly. Rewind and self-test were performed and passed without abnormal sounds. Troubleshooting was performed for carelink upload issue. There was a date/time change on the pump or mobile device which explained the missing data. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884 will be returned for analysis. The product mmt-7333 will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.